Manufacturer narrative:
Device evaluation: the patient remains ongoing on heartmate ii lvas, serial number (B)(6) and no additional complaints have been reported at this time. Analysis of the submitted log file confirmed depletion of the external 14v li-ion batteries, followed by the depletion of the system controller's backup battery; however, a specific cause for this event could not conclusively be determined. The beginning of the submitted log file appeared to be associated with the initialization of support from the new system controller. The file contained approximately 12 days of data from 02oct2018 through 14oct2018. No atypical alarms were captured until (B)(6). On (B)(6) at 04:04:00 the low battery advisory alarm became active. The low battery hazard alarm then became active at 05:44:34 due to further depletion of the batteries. The system switched to operation on the system controller backup battery at 06:20:56 due to complete depletion of the external batteries. The system was supported by the backup battery until it also depleted, ultimately resulting in a pump stop. The duration that the pump was off could not be determined. The remainder of the file showed a timestamp reset to (B)(6) 2001, due to the restoration of power to the system controller after it had been completely depleted. The hm ii lvas IFU and patient handbook outline battery charge levels, the fuel gauge display, visual and audible alarms, and how to exchange power sources. These documents explain that patients must always connect to the power module for sleeping or when there is a chance of sleep. The IFU also states ¿at least one system controller power cable must be connected to a power source (power module or two heartmate 14 volt lithium-ion batteries) at all times¿ and outlines all system controller alarms (including no external power alarms). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the healthcare professionals had a concern that the patient was falling asleep on battery support. Technical services reviewed the submitted log file which revealed a pump stoppage due to the patient not responding to low battery advisory and hazard events. The external batteries and internal system controller backup battery both drained to the point where they could not support the mcs equipment. This caused the pump to stop and the system controller clock to reset to the default time stamp of (B)(6) 2011 1:00. Once power was restored to the system the pump returned to operating at the set speed of 9200 rpm. Due to the system controller clock resetting technical services was unable to determine the length of time the pump was off. Reportedly the pump stoppage did not have any adverse effect on the patient. The patient was retrained on sleeping on power module or mpu support and not on battery support.